Event description:
It was reported procedural thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). When the transeptal puncture (tsp) was performed, 4,000 units of heparin were administered, and additional heparin was given following the tsp. The closure device met release criteria and was successfully deployed. The procedure concluded and protamine was administered to the patient. After the was was withdrawn, a long, thread-shaped thrombus was observed attached to the threaded insert of the closure device. Heparin was again administered, and the patient remained under physician monitoring overnight. The patient was later discharged.